Event description:
It was reported to covidien on 06/11/2010 that a customer had an issue with a uvc. The customer reported that the uvc cracked at the hub after two days of use. The uvc was pulled and replaced, the patient had no further complications.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forward.